Manufacturer narrative:
The user facility declined to return the device and device fragment to olympus for investigation. The cause of the user's experience cannot be determined at this time. Olympus is currently working with the user facility to investigate the report. If significant additional info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate, a portion of the "ceramic protector beak" of the cystoscope obturator detached from the resection sheath fell into the patient's bladder. The hospital reported that the device fragment was immediately retrieved, the patient's bladder irrigated, and no complications or adverse effects were experienced. The procedure was reportedly completed with the same device and there was no pt injury.